Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was premature battery depletion without clinical effect on the patient. A device interrogation showed low battery. The event required in-patient or prolonged hospitalization, and resulted in medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The ins was explanted and replaced. The event resolved without sequelae on (B)(6) 2018. It was noted this was related to the device/therapy and not related to the implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Settings and impedance values were provided as follows: right 2.7-2.8 v ; 90; sec ; 170hz ; plot 3- impedances = 826-859 ohms left 3.0-3.3 v ; 90 ;sec ; 170hz ; plot 6- impedances = 863-948 ohms. The cause of the premature depletion was not known.